Manufacturer narrative:
The root cause of the stroke was unable to be determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp suffered an anoxic brain injury from prolonged hypo perfusion during her initial insult. Heparin was withheld. Later, care was withdrawn and the patient expired.